Manufacturer narrative:
While the device was available at the customer account, when stryker arrived, the patient's right handle was completely missing. No evaluation of the failed component was possible.

Event description:
It was reported in the service report that the handle broke during use. No adverse consequence.